Event description:
In 2003 after treatment of pt. Who is hep c+, the needle of this co failed total enclose itself leaving approximately .5" of the tip of the needle exposed causing a puncture wound in the palm of the left hand of a healthcare provider. The plastic "pinch" device of this needle caught the edge of the metal part of the metal syringe causing it to fail to totally enclose the needle. The metal part which the "pinch" device caught on was the inner part of the syringe which is only part metal.